Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda; product ID: 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2023; UDI: (B)(4); ubd: 2025-09-28. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 2,000 mcf/ml at 398.5 mcg/day via an implantable pump for unknown indications for use. It was reported that the patient complained of discomfort when lying on her back and could "feel" the anchor. It was unknown if there were any environmental/external/patient factors that could have led or contributed to the issue or if any diagnostics/troubleshooting were performed. Actions/interventions taken included a revision where the anchor was placed deeper and catheter was all intact. The catheter anchor site was exposed, sutures removed and the anchor was positioned deeper and re-sutured. It was unknown if the issue was resolved and the patient's status was "alive-no injury". The patient's weight and medical history was asked but would not be made available due to legal/confidential reasons.